Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indications for use was non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient stated that they have had nothing but hell with the pump for the last four to five years. The patient mentioned that after the pump replacement they were addicted to the morphine and they tried to send them to a rehab facility. The patient went through all the withdrawals and got themselves off of it. The patient then said that they had another doctor and after three months the pump quit working and they were scared to do anything with it because the doctor told them that the morphine dosage was so high that if the pump had functioned properly they would be dead. The patient also mentioned that a few months after the pump started working again, it ran out and it had been beeping for over a year and it was about to drive them crazy. The patient asked if they could get the pump taken out. Agent sent patient physician listings. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.